Manufacturer narrative:
Additional catalog #s: 72402160, 72402287. (B) (4). Balloon was functional. Cuff had a fatigue leak. Pump was not functionally tested. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than is usual.

Event description:
A (B) (6) male with neurologic disorder and surgical trauma was implanted with an acticon device on (B) (6) 2007. On (B) (6) 2008, the entire device was removed. Attempts were made to obtain a reason, but was unsuccessful.